Event description:
It was reported through the litigation process that sometime later post a port placement, the patient allegedly developed with thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Five photos were provided and reviewed. The photo shows the powerport with the catheter attached. The cathlock is noted beside the catheter. The medical records allege that, patient underwent left subclavian powerport placement procedure for venous access. Local anesthetic was infiltrated on the left subclavian area. A guidewire was placed under fluoroscopic imaging. The catheter was measured along the course of the guidewire and the length was chosen. The catheter was connected to the power port and flushed with injectable saline. An incision was made along the course of the guidewire and subcutaneous pocket created bluntly. The dilator and peel away sheath placed over the guidewire under fluoroscopic guidance and then dilator and guidewire were removed. Good positioning at the distal superior vena cava/right atrial juncture was noted. The catheter aspirated of blood easily and flushed easily. After a month, patient presented to the hospital with the complaints of left upper extremity swelling. An ultrasound left upper extremity venous doppler study was performed which showed occlusive thrombus within the left axillary vein and nonocclusive thrombus within the left subclavian vein. An x-ray chest was performed which showed left subclavian approach mediport with tip terminating in the region of the distal superior vena cava. A computed tomography of chest was performed for chest pain and shortness of breath. The study showed small pulmonary thromboemboli visualized in multiple segmental/subsegmental branches. Left subclavian approach central venous catheter without clear entry point, possibly within the neck soft tissues. Forty-five days later, patient underwent port removal procedure for axillary and subclavian vein thrombosis associated with mediport. Her left chest and neck were prepped and draped. Using the electrocautery to cut through the previous scar and dissected all the way down to the port. Using the cautery to open the port pocket and deliver the port out of the incision. The plastic adapter for the port tubing had come loose and was not functioning appropriately. The placed a purse string suture around the exit site for the port catheter. As per the medical records, the investigation is confirmed for the reported loose or intermittent connection. Furthermore, the clinical conditions, such as thrombosis and embolism alleged in the complaint can be confirmed. However, the relationship to the port is unknown. The investigation is inconclusive for the reported fracture issue as no objective evidence was provided in the medical review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately four weeks post port placement for venous access, the patient allegedly developed with thrombosis and pulmonary embolism. It was further reported that the device allegedly loose connection, fractured and patient developed pain over the port site. Reportedly, the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that four weeks post a port placement for venous access, the patient allegedly developed with thrombosis and pulmonary embolism. It was further reported that the device allegedly fractured, and patient developed pain over the port site. Reportedly, the port was removed. However, the current status of the patient is unknown.